Event description:
A courtesy letter was sent to the customer in order to follow up on a call he had made previously regarding low blood glucose levels. The customer stated that he went to the emergency room due to low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.